Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarm was confirmed in pump history due to cold solder joint at keypad assembly. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with cracked keypad overlay at select button, minor scratched lcd window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The insulin pump alarmed pump error 63. The battery loading slot had a crack. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.